Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon broke in half leaving a piece inside. She went to her gynecologist and two pieces of tampon were removed. She is doing fine and does not have any symptoms.